Event description:
It was reported that when preparing the product for use, it was observed that there was a hole in the catheter, making it impossible to be used. This has been replaced by another without any problem.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed and appears to be use related. One 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned sample was flushed and pressurized with a 12 ml syringe of water and a weeping leak was observed in the catheter just distal to the 0 cm depth marker, approximately 6 mm distal to the strain relief. A microscopic observation revealed a very small spilt in the catheter at the location of the observed split. The catheter was bisected, and additional damage was observed on the inner wall of the catheter near the split. The characteristics of the damage observed on and within the returned catheter suggest the damage was most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rect0098 showed six other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0098 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing the product for use, it was observed that there was a hole in the catheter, making it impossible to be used. This has been replaced by another without any problem.